Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9, lab: 2.2. Patient reports having trouble obtaining blood to apply to the test strip.

Manufacturer narrative:
Investigation pending.